Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, it was deployed to approximately 3/4 when it was determined to be too deep. Traction was applied to the delivery catheter system (dcs) and the valve dislodged out of the annulus. The dcs was pulled back to the dry seal sheath. The valve was slowly pulled into the sheath and the capsule was advanced. Fluoroscopy showed the valve was 1/2 way retrieved into the sheath when the nose cone moved into the inflow portion of the valve. Additional traction on the catheter revealed that the valve was no longer attached to the catheter and the nose cone had separated from the catheter. An aortography revealed the sealing zone of the valve was not obstructing any major vessels so the sheath was withdrawn and the valve was deployed in the abdominal aorta. The dcs was removed from the patient and the nose cone was left in the aorta above the valve. A snare was advanced over the wire in an attempt to secure the nose cone while it was still on the wire. The nose cone came off the wire while attempting to snare it and moved to the iliac. A snare was again attempted but caused the nose cone to migrate over the iliac bifurcation to the contralateral iliac and lodged into the internal iliac. An angiogram revealed the nose cone was in a stable position and was not limiting flow in the vessel. A second valve was implanted successfully. Three days post implant, the patient expired due to ventricular tachycardia arrest. It was not reported whether the death was related to the valve or its function nor was there any allegation that the valve contributed to the patient's death.

Manufacturer narrative:
This report is regarding the implant of the first valve. Separate reports will be filed for the delivery catheter system (dcs) and second valve. This device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Multiple attempts to obtain further details on this event have been unsuccessful. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. In this case, an attempt to retrieve the valve, was unsuccessful and subsequently led to inadvertent release of the valve in the abdominal aorta. Per the instructions for use (IFU) it is advised against retrieval of the bioprosthesis after annular contact, as follows, " once deployment is initiated, retrieval of the bioprosthesis from the patient (e.g., use of the catheter) is not recommended. Retrieval of a partially deployed valve using the catheter may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery...do not attempt to retrieve a bioprosthesis if any one of the outflow struts is protruding from the capsule. If any one of the outflow struts has deployed from the capsule, the bioprosthesis must be released from the catheter before the catheter can be withdrawn." However, without return of the device for evaluation or the angiogram cine for review, an assignable root cause of the clinical observation cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.